Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released man ufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 1 month post implant of this 29mm aortic bioprosthetic valve it was replaced valve-in-valve due to severe symptomatic aortic insufficiency and gradient increase. No additional adverse patient effects were reported.